Event description:
It was reported that the lead was explanted and replaced due to loss of capture and sensing anomaly. It was later noted that the left ventricular lead had dislodged to the right atrium.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the complaints of sensing anomaly, capture anomaly, and lead dislodgement were not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal. No anomaly was found. (B)(4).